Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument front part (yellow section) was no longer smooth and can no longer be cleaned properly. The procedure was completed with no patient injury and with no delay. No fragment fell into the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the yellow part of the device seems to be broken off and it is uncertain if any parts are missing. There are no photographic images or video recording of the device or procedure available for isi review. The instrument has been returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis confirmed initial findings. Investigation photos were reviewed and damage on the yaw pulley was determined to be a result of melting and not likely to have generated fragments.